Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. During a previous routine follow-up visit, the estimated battery longevity showed 6 months remaining. The patient was released home with a request to return for the next follow-up after 3 months. Six days after the follow-up visit, the patient reported hearing beeping tones emitting from their device. The patient was brought back in for another follow-up, and the clinic technician observed that the device had reached explant status 6 days after the previous follow-up visit. Subsequently, the patient was scheduled for a replacement procedure, and this device was explanted and replaced. No additional adverse patient effects were reported. This device was received, and analysis has been completed.

Manufacturer narrative:
The returned teligen device was analyzed, and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. During a previous routine follow-up visit, the estimated battery longevity showed 6 months remaining. The patient was released home with a request to return for the next follow-up after 3 months. Six days after the follow-up visit, the patient reported hearing beeping tones emitting from their device. The patient was brought back in for another follow-up, and the clinic technician observed that the device had reached explant status 6 days after the previous follow-up visit. Subsequently, the patient was scheduled for a replacement procedure, and this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return.